Event description:
The pt reportedly is experiencing changes in speech perception since a skin flap thinning surgery was performed. Testing showed that the device was functioning normally. An x-ray revealed that the location of the device has been altered. Revision surgery will be scheduled.